Event description:
It was reported that air bubbles were intermittently observed within the cartridge. Customer's blood glucose level was 400 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.